Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, further investigation cannot be completed. Confirmation of the allegation and a root cause could not be determined.